Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient needed an MRI of their brain and the patient's device was no longer functioning or being used but was still implanted. It was noted that the patient was implanted in the early 1980s. The patient was cognitive and responsive. The MRI was cancelled but had been ordered to rule out transient ischemic attacks. The reason for the MRI was not related to the device or therapy. The patient was discharged from the hospital as of (B)(6) 2016. No serial number was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.